Manufacturer narrative:
B3: unknown; no information has been provided to date. E1: facility name (B)(6). H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing confirmed the customer reported issue. The device alarms "cassette not attached properly." The investigation determined that the downstream occlusion (dso) sensor needed replacement.

Event description:
It was reported that the pump was showing, "no cassette detection." Per reporter, the event occurred in the maternity ward and a midwife was present on site when the issue occurred. The pump had to be replaced. There was no patient involvement and no human harm/adverse event.